Event description:
It was reported that during the procedure, the fiber did not properly output energy. The fiber was replaced, and the procedure was completed with the other fiber. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body and in the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces. In addition, during testing of the connector, there was no light exiting the connector face, which can be a result of an internal connector fracture. Also, degradation was observed, which is an expected behavior for consumable devices. The reported energy output anomaly was confirmed. It is likely that procedural handling of the fiber during setup or use may have contributed to the connector fracture, leading to an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that the fiber was fire upon with the internal fracture and this interaction between the fiber and console led to overheating causing the fiber break that was observed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.